Manufacturer narrative:
The customer¿s report of leaking from the pumping segment was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed and no leaking was observed. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that 16 hours into an infusion, a leak was identified at the pumping segment joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.